Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact system blood glucose results of 47 mg/dl and 100 mg/dl within 10 minutes. After getting the reading of 47, he said he started eating chocolate. After 5 minutes, since he didn't feel like the reading was correct, he tested again and got the reading of 100. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.